Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 41.0cm was returned for analysis. External insulation abrasion was noted at 46.0-46.3cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
It was reported that high, out of range, high voltage lead impedance was observed. Lead was extracted and replaced. Patient was stable after the event.